Event description:
When preparing the insulin for patient, registered nurse was unable to prime the insulin with novofine attached. Registered nurse removed the novofine from insulin pen, she discovered that the needle from pen connection end had become dislodged and needle sticking out of the insulin pen. Registered nurse requested a new insulin pen for patient. Removed all novofine needle from the box and caddy with same lot number: 8138956.